Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that the patient with this device was pacing at the maximum sensing rate. It was suspected that there was minute ventilation interference with the datex-ohmeda cardiocap/5 external heart monitor was near the device. This device was returned more than eight years later with no allegations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.